Manufacturer narrative:
A field service engineer investigated on site on the 22th of september. The neuromate system is accurate and within its specifications. The investigation of the cause is still under process.

Event description:
During a surgery at (B)(6) hospital, some trajectories were estimated outside the accuracy specification of the product. The estimation of the error by the surgeon is 4-5 mm. While, the error should be within 3mm. Initial feedback from the treating surgeon confirmed that the patient is doing fine and there is no evidence of haemorrhage on the post operation CT scan.